Event description:
It was reported during field action (fa) that the cardiosave intra-aortic balloon pump (iabp) upper display suffered physical damage and needs to be replaced.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5, b6, b7, d5, d10, g2, h6 (health effect clinical code and health effect impact codes). A getinge field service engineer (fse) stated customer decided that they have taken the unit out of service; hence, no need for any repairs at this moment.

Manufacturer narrative:
Due to character limit in block e1 event site address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) upper display suffered physical damage and needs to be replaced.